Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a radical resection of colon cancer on the rectum, the device was unable to fire. Also the device had poor staple formation and an incomplete staple line centrally, they used hand sewing as a resolution to fix the staple line. They used a new device to complete the case and resolve the issue. The patient was alive with no injury.